Event description:
Pt states that she was not given any info on her breast implants. In 2009, pt states that her breast went from 270cc to 425cc. States that she went to the doctor the next day, and had an ultra sound done. She was told by the doctor that she had some bleeding and fluid in her right breast and needed surgery to remove the blood and fluid. Stated that the doctor informed her that the surgery could be performed that day, however, there could be a risk of damaging the implant. Pt stated that she decided that she would wait to have the procedure. Pt returned to the clinic and was given antibiotics for infection and sent home. Pt stated that she went to a plastic surgeon's office and was told that she needed to have blood work done. States that she had the blood work done and the results came back normal and there was no bleeding or infection. Pt was advised to have a mammogram and an ultra sound done. Two days later, pt went to a radiology center to have the mammogram and ultra sound done and the mammogram was normal, but the ultra showed a rupture and fluid on the outside of the capsule. Pt called allergen and explained the problem to them and was told that a replacement would be sent and a portion of the cost of the surgery. Pt states that she received a bill from the doctor the irrigation of the breast. Pt states that she did not receive a physical but the doctor reported that he gave the pt a complete exam which he did not. Pt states that she has burning sensations, chills and a strange feeling. Pt states that she has breathing problems, states that she experiences numbness in her feet and fingers. Patient states that she still has the implants and was told by allergen that she did not have "gummy bear' implants but responsive or natural, and that they are prone to leak. Pt states that she has knots and bumps in the top of her breast due to the rupture.